Event description:
It was reported by service report that the side rail would not latch in the raised position; brakes would not remain engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - brake cam.